Event description:
A report was received that the patient developed a fever and was given antibiotics. The physician decided to open the lead site and flush it out. Patient was reportedly doing fine. The physician believes that the symptoms were a result of the patient having a cold.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a fever and was given antibiotics. The physician decided to open the lead site and flush it out. Patient was reportedly doing fine. The physician believes that the symptoms were a result of the patient having a cold.